Event description:
Device issue: material rupture. Time of device issue: during post-dilatation. Adverse effect: none. It was reported that after deployment of a xience v stent at the mid to distal right coronary artery (rca), in a mildly tortuous and moderately calcified lesion, the rx voyager was advanced for post-dilatation; however, during the first inflation the balloon ruptured at 6atm. A non-abbott dilatation balloon was used to complete post-dilatation. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4): evaluation summary: since the product was not returned for evaluation, it was not possible to perform a thorough analysis on the voyager nc, which may have aided in determining a cause for the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Based on the reported information, the lesion was mildly tortuous and moderately calcified, which may have contributed to the reported difficulty. Additionally, there was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempted to inflate the balloon. In this case, it is possible that the balloon material was damaged (scratched) during interactions with other devices, the stent implant and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation attempt. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.